Event description:
A facility reported a certas valve (ID 828803pl) was not draining properly. A physician performed a ventriculoperitoneal shunt procedure on a patient on (B)(6) 2023. A couple of days later it was determined that the patient¿s ventricles had not gotten any smaller, therefore the surgeon decided to do a revision procedure. Upon tapping the valve and pumping the reservoir, it was observed that the reservoir ¿did not refill.¿ the system was removed and replaced on november 14, 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828803pl) was returned for evaluation: device history record (DHR) - lot 7263250, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The catheters were irrigated, no occlusion noted. The valve was visually inspected; needle guard was raised/bent, and needle hole was noted in the needle chamber. The valve was hydrated. The valve passed the test for programming and occlusion. The valve was leak tested; the leak tested passed, only leaked from the needle hole in the needle chamber. The valve failed the test for pressure. The needle guard was dismantled, glue traces were noted on the silicone base and the needle guard, the needle guard was slightly bent. Root cause analysis ¿ the possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted. The root cause for the raised and bent needle guard could be due to improper handling, as noted in the IFU. Do not fold or bent the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.